Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 2.1 and 2.2 have failed, require maintenance, and were not detected on the bus. The customer attempted recovery and performed a reboot; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 was failed. A field service engineer (fse) addressed failures with drawers 2.1 and 2.2, observing that the drawer controller board of the drawer 2.1showing light emitting diode failed to lit. Fse then reseated the row boards and replaced the drawer board, but the light emitting diodes were failed to lit. Fse then again replaced the drawer controller board, configured the drawer, and performed testing in hardware test application to confirm functionality. The system functioned as intended after the field service engineer repaired the device.